Event description:
Pt's mom reported she lost half of bottle of sildenafil suspension due to faulty syringe and/or adapter. Unknown if patient missed dose or experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Health code: 4582. Device code: 2964. Reference report: mw5176953.